Event description:
A customer reported experiencing a cartridge alarm 20 that had been persisting for four days. The customer's blood glucose level reached 530 mg/dl due to this issue. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). No third-party assistance was required. Technical support (cts) confirmed the customer's report and arranged for a replacement pump to be sent, instructing the customer on how to place the current pump into storage mode before returning it to tandem. The customer was informed about the new pump's updated software and acknowledged the guidance received, including instructions on using their backup therapy, mdi, to ensure continuous insulin delivery.